Event description:
Technician alleged the stretcher brake caster still rolls while in brake position. No pt impact.

Manufacturer narrative:
The technician adjusted the brake casters to resolve the issue.